Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being revised due to normal battery depletion when a high shock impedance measurement of 175 ohms was noticed. Reportedly, this patient had a shock impedance measurement of 98 upon the initial implant. Technical services indicated that this change could be related to a change in the adipose tissue and/or encapsulation around the implantable electrode. Subsequently, the s-ICD and the implantable electrode were respectively explanted and surgically abandoned, and a transvenous ICD system was implanted as replacement. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being revised due to normal battery depletion when a high shock impedance measurement of 175 ohms was noticed. Reportedly, this patient had a shock impedance measurement of 98 upon the initial implant. Technical services indicated that this change could be related to a change in the adipose tissue and/or encapsulation around the implantable electrode. Subsequently, the s-ICD and the implantable electrode were respectively explanted and surgically abandoned, and a transvenous ICD system was implanted as replacement. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The high shock impedance allegation was not confirmed after the reference performance test showed no issues. However, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in a premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.